Event description:
The device was used in the common femoral artery of a female pt. Hemostasis was achieved with use of the device. The recovery personnel observed a hematoma, which was greater than 6 cm when the pt arrived in the recovery area. A pseudoaneurysm resulted that required a thrombin injection.

Manufacturer narrative:
The device was unable to be investigated because it was not returned to cardiva medical for investigation. A device history review was unable to be performed on this lot as the lot number was not provided. The staff at the hospital gave conflicting stories about whether or not hemostasis was achieved with the device and whether the scrub tech pulled the device due to oozing. The recovery staff reported that the pt arrived in recovery with a >6cm hematoma already present. There was no allegation of device malfunction made by any of the hospital staff. Hematoma and pseudoaneurysm are known risks of femoral artery catheter access. The pt required a thrombin injection for the pseudoaneurysm which is considered medical intervention by a health care professional to prevent permanent impairment of a body structure.